Event description:
It was reported that an infection occurred. The patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model number dtbx1qq is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Concomitant: implantable pacing lead, product ID 429888, implanted: 2013-(B)(6); implantable defibrillation lead product ID 69 47m55, implanted: 2013-(B)(6). (B)(4).